Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Tandem technical support provided the customer with instructions to reset the pump, which resolved the issue, and advised the customer to contact them again if the malfunction code recurred. The customer acknowledged and understood the guidance.